Event description:
Coiling treatment of a mca aneurysm. It was reported while placing the coil in the aneurysm, the physician pulled back on the coil and thought the coil had stretched. The coil had detached inside the catheter. The physician was able to push most of the coil inside the aneurysm with the pusher assembly. The last half cm of the coil would not go in and is in the parent vessel. No patient injury reported.

Manufacturer narrative:
The returned device has been evaluated and confirmed the implant coil had broke from the delivery system. Based on the reported details and the findings, the coil was likely broken during manipulation of the device.